Event description:
It was reported the pt had an additional surgical revision, due to continued device flipping. A dacron pouch was added to secure the ins in pocket. The device continued to flip. Two additional revisions were reported. See MFR report # 3004209178200806921 and 3002409178200806923.